Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7084374.

Event description:
It was reported that following the implant procedure the patient developed a brain hemorrhage. The patient was admitted to the ICU, intensive care unit, in critical condition, the patient is being treated but the details of the specific details were not provided. The patient prognosis was stated as reserved. The devices remain implanted. No additional details were provided by the physician.